Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include:  product ID: hh90t01, serial: (B)(6); product type: 2201-mobile platform product ID: a820, product type: software, software version: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that when connecting to the myptm (personal therapy manager) app, it would freeze on them and lag at 91%. The patient rep stated that there had been several times it would lag at 91% and would say do you want to wait or cancel, and when pressing the handset it would not do anything. The patient rep stated they had gotten to the deliver bolus screen before, but it would not do anything for the screen would freeze. The patient rep stated the patient could only get 3 boluses since it would not work, and that for the last two weeks it got bad and now this had been going on in the last 4 or 5 days. An agent walked the patient rep through clearing data, but then the handset would no longer respond. The patient rep reset the handset and closed all a pplications. They were able to connect to myptm but the handset was frozen and would not deliver a bolus or respond when pressing home. Troubleshooting did not resolve the issue and a repair request was sent for the handset.